Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the specimen on a laparoscopic appendectomy, the plastic around the metal ring fell inside the abdominal cavity while the bag was being cinched shut and was not discovered until they did a final sweep of the abdominal cavity. The specimen was removed with a grasper and was pulled out through the trocar site. There was no patient injury.